Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05010. It was reported that when the patient presented in the ER with palpitations and unspecified pain/sensations, loss of capture and sensing was noted on the rv channel. X-ray ((B)(6) 2019) confirmed that the lead was dislodged. During the procedure, the physician thought that the atrial lead may have had abrasions. The physician elected to explant the entire system. The patient was stable post procedure.